Event description:
This male patient with a history of hypertension, a family history of ischemic heart disease, and silent ischemia document by bicycle stress test was admitted for angiographic coronary evaluation. He was taking aspirin, clopidogrel, ace-inhibitor and serum lipid lowering drugs. Angiography revealed a lesion in the bifurcation of the proximal lad and the diagonal branch. The lad was predilated with a 3.0 x 15mm balloon inflated to 12 atms. Following pre-dilation, a plaque shift was noted. A 3.5 x 13mm cypher select was deployed to 12 atms with good results. The diagonal branch was then dilated with a 2.5 x 15mm balloon. Residual stenosis after angioplasty was >50%, therefore, a 3.0 x 13mm cypher select stent was deployed in the diagonal to 12 atms. The stents were positioned in a t-stenting configuration. Kissing balloons were performed with a 3.0 x 15mm balloon inflated to 8 atms in the lad and a 2.5 x 15mm balloon inflated to 10 atms in the diagonal branch. Residual stenosis was 0% in both arteries and timi iii flow was noted through the vessels. Eighteen months later, the patient underwent routine follow-up exam. Angiography revealed restenosis in the previously deployed stent in the proximal lad. This was treated with repeat revascularization (details unknown). Additional information has been requested and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed product.